Event description:
Ous MDR - after an implantation time of about 22 months, premature battery depletion was reported and the device was explanted. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the ICD first underwent a visual examination. Abrasion traces from a lead and a spark-over track on the ICD housing were discovered. The dot-shaped spot of locally molten titanium indicates a spark-over during the shock delivery between the housing and the hv-1 conductor of the lead. The ICD underwent an electrical incoming goods examination, during which it was noted that the ICD could no longer be interrogated. The device was then opened. A destroyed final shock stage of the electronic module was identified. This damage of the final shock stage is consistent with the spark-over trace on the ICD housing and indicates a shock delivery into an external low-ohmic shock path. The analysis did not indicate a material defect or manufacturing error. In summary, during a shock delivery, a spark-over between the hv-1 conductor of the lead and the ICD housing occurred. This indicates a defect in the lead insulation. This conclusion is verified by the spark-over trace on the ICD housing. The spark-over during the shock delivery is equivalent to a shock delivery into a low-ohmic shock path. This "short-circuit" destroyed the final shock stage. This does not constitute a device defect. There was no material defect or manufacturing error.